Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report several motor error alarms and no delivery alarms during prime. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 117 mg/dl. The customer also reported a hospitalization due to low blood glucose levels, but stated it was not insulin pump related. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.